Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an acute rise to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that all three leads showed an acute rise in pace impedance measurements that remained within normal limits, and were likely to resolve once the patient's clinical status normalized. The patient was seen in-clinic the following week, and shock impedance measurements were stable with isometrics at approximately 131 ohms. There was no evidence of noise. The rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an acute rise to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that all three leads showed an acute rise in pace impedance measurements that remained within normal limits, and were likely to resolve once the patient's clinical status normalized. The patient was seen in-clinic the following week, and shock impedance measurements were stable with isometrics at approximately 131 ohms. There was no evidence of noise. The rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient was seen for in-office isometrics and lead testing with no noise or acute changes in measurements. The patient was noted to have been hospitalized for a heart failure episode, which likely correlated to the observed impedance changes. This rv lead remains in service. No additional adverse patient effects were reported.